Manufacturer narrative:
The customer did not provide reference results. The accuracy of customer's results could not be determined without additional information it is indicated that the product is not returning for evaluation. Since the products associated with the complaint was not returned, previously performed retain testing was reviewed. Retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. Unable to determine root cause from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self tester reported unexpected high results when testing his inratio. Results were as follows: (B)(6) inratio: >7.5. (B)(6) inratio: >7.5. Time between tests was <5 minutes. Patient self tester's therapeutic range is: 2.5-3.0. Historical inr for patient self tester: (B)(6) inratio: 2.3.